Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the catheter was stuck with the wire and the shaft broke. The 99% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon catheter was selected for use. During the procedure, the balloon was advanced after the lesion was crossed with a non-boston scientific guidewire. Severe resistance was experienced when inserting the balloon into the y-shaped connector. The device became stuck on the guidewire, and while pushing and pulling, the shaft separated. The guidewire and the balloon were removed together without resistance and a new non-boston scientific guidewire and wolverine were used to complete the procedure. The patient is in good condition.